Manufacturer narrative:
The device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Device received with pillowing keypad overlay. Device received with cracked keypad overlay at select button. The device was monitored with no stuck battery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was blank. The customer¿s blood glucose level was 250 mg/dl. The customer stated that the battery was died and the pump was off. The device will be returned for the analysis.